Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The device was returned with the jacketed hypotube separated distal to the distal end of the strain relief tubing. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. In this case, it is likely the device interacted with the heavily calcified, heavily tortuous, 99% stenosed lesion during advancement, causing the reported failure to advance and noted deformation due to compressive stress. It is also likely the observed material separation(s) occurred due to handling and/or shipment for return to abbott vascular, as the account confirmed that the device was not separated after use in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, 99% stenosed, de novo lesion in the left anterior descending (lad) artery. An unspecified cutting balloon was being used to clear the heavily calcified lesion when two perforations occurred in separate sites in the lad. A 2.80x19mm graftmaster covered stent was advanced for the distal perforation, two 2.80x16mm graftmaster covered stents were advanced for the proximal perforation, however all three stents failed to cross due to the tight anatomy. The patient was put on medical management and observation to treat the perforation. The patient was patient discharged from the hospital with no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster devices referenced in b5 are filed under separate medwatch report numbers.